Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation and pain in the back area. The pt went to the emergency room on saturday night where he was diagnosed with muscle spasms. The pt also had an infection 2 weeks ago and was put on antibiotics. Add'l info was requested.